Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "tubing did not meet the specification." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that after a short period of time using the drain bag, the urine stopped flowing into the bag. The tubing was manipulated or disconnected (or) reconnected with the catheter in order for the drainage to continue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after a short period of time using the drain bag, the urine stops flowing into the bag. The tubing has to be either manipulated or disconnected/reconnected with catheter in order for drainage to continue.